Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was underneath the patient's breasts. The patient reported that the area bled. The patient contacted her physician who provided a cream. Follow-up indicated that the skin had improved.